Event description:
It is reported that pt's hip was revised on 2005 using a constrained liner. Pt dislocated in recovery. Two days later the pt was revised. The femoral head came out of liner. The metal ring of liner was intact and in proper position.